Manufacturer narrative:
This is a final report.

Event description:
Per the physician's report, this patient developed a persistent skin flap infection. The surgeon explanted the device in 2006. There are no plans for reimplantation at this time.